Event description:
The initial reporter alleged a false negative result for an expected positive sample tested with the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument. On (B)(6) 2025, the customer tested a pooled sample (pp6) and obtained a reactive result for hiv. The pool was then resolved into individual samples, which were tested the same day, and all individual samples generated non-reactive results. On (B)(6) 2025, the customer re-ran the same individual samples in a different pool (pp1), and one sample generated a reactive result for hiv. Serology testing for the same sample was also reactive for hiv. The samples were discarded, and no harm was alleged.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. Subject matter expert analysis indicated that the likely cause of the discrepant results was sample-specific, attributed to the sample being at or near the limit of detection (lod) of the assay. Late cycle threshold (CT) values of 36.66 and 36.62 suggest a low-titer hiv-positive sample, where variability in detection is expected when concentrations fall below the 95% lod. No systemic issue was identified, and this was the first reported case of result discrepancies for the kit lot. The samples were discarded, and no harm was alleged.